Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. Additionally, it was reported that the insulin gauge was intermittently inaccurate. It was reported that the customer experienced an elevated blood glucose (bg) level ranged from 457 - 600 mg/dl. Cause was not known. A manual injection was administered to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.